Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history records revealed no deviations associated with the nature of this complaint. The product met acceptance criteria for qc release including the results of mechanical testing. The processing records indicated the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. There were no deviations or nonconformities related to the event. To date, no other complaint has been reported to lifecell against lot s10900. (B)(4). Conclusion: the device was not returned for evaluation. Given the time from surgery ((B)(6) weeks)m without any indication of an infection during this time, the subsequent infection is most likely related to the progression of the seroma and potential introduction of micro-organisms during the drain insertion. The seroma is also a contributing factor in the finding of strattice non-incorporation. The preliminary cultures showed (B)(6) (preliminary cultures). The most (B)(6) are (B)(6), both of which are part of the skin flora and are commonly seen in breast surgical site infections. Device not returned for evaluation.

Event description:
On (B)(6) 2012, this (B)(6) patient had a breast implant expander exchange procedure. (B)(6)weeks postoperatively, the patient presented with signs of possible seroma. A drain was put in and (B)(6) days later, the patient presented with signs of infection. When the drain was removed, strattice was coming out of the drain - it did not adhere and it appeared infected. The strattice was explanted and sent to the facility lab for culture.

Event description:
As previously reported, on (B)(6) patient had a breast implant expander exchange procedure. Four weeks postoperatively the patient presented with signs of possible seroma. A drain was put in and 5-6 days later the patient presented with signs of infection. When the drain was removed strattice was coming out of the drain and it did not adhere and it appeared infected. The strattice was explanted and sent to the facility lab for culture. The patient has finished treatment with antibiotics and is doing fine since the explant.

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history records revealed no deviations associated with the nature of this complaint. The product met acceptance criteria for qc release including the results of mechanical testing. The processing records indicated the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Historical review revealed consistent bioburden levels. There were no deviations or nonconformities related to the event. To date, no other complaint has been reported to lifecell against lot s10900. (B)(4). Conclusion: the device was not returned for evaluation. Given the time from surgery (4 weeks) without any indication of an infection during this time, the subsequent infection is most likely related to the progression of the seroma and potential introduction of micro-organisms during the drain insertion. The seroma is also a contributing factor in the finding of strattice non-incorporation. Furthermore, the organism identified is a commensal organism found within the mouth, skin, upper respiratory and gastrointestinal tracts. Lifecell concludes that patient factors directly contributed to the event and the event is unrelated to the device. Device not returned for evaluation.